Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: bending section cover or distal sheath rubber had a leak; bending section cover or distal sheath rubber was damaged; bending section cover or distal sheath rubber glue was peeling; bending section had a bite; and the ethylene oxide valve was misaligned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes cystonephrofiberscope, ethylene oxide (eto) cap was left off and the tip is damaged. The issue occurred during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ethylene oxide (eto) cap left off during reprocessing issue was confirmed and the scope eto valve was found to be misaligned. A definitive root case of the issue could not be determined, however, the issue was likely due to the user not properly following the IFU instructions for use and or user handling/mishandling. Olympus will continue to monitor field performance for this device.